Manufacturer narrative:
(B)(6). Section g4: the rt212 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject device was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: a review of the photographs provided confirmed the presence of a ventilator leak alarm. Conclusion: based on the information provided by the user and without the return of the subject device, we are unable to determine the cause of the reported leak. All rt212 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt212 breathing circuits show in pictorial format the correct set-up of the circuit and also states the following: check all connections are tight before use. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt212 adult single heated breathing circuit failed the ventilator leak test during set up and prior to patient use. There was no reported patient involvement.